Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st100 set within 24 hours of the start of continuous renal replacement therapy. The bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available for evaluation. The reported leakage from the prismaflex set drain bag occurred within 24 hours after the start of treatment. All accessories provided within the set, including the drain bag, are single use products. Once used the bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form ,which allow leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A preventive action record was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.